Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician ultimately ordered the replacement solenoid valves, and upon their replacement, it was verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1108 "machine pressure sensor autozero failed" error occurred when the device was turned on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. Biomedical engineer (bme) could not duplicate the reported issue. The remote service engineer evaluated the device with the bme and found that the 1108 error code was logged in the event log. The rse then reviewed the suggested repair per the manual and advised the customer to inspect the solenoid pins to make sure that they are seated correctly into the data acquisition (da) printed circuit board assembly (pcba). The customer was provided with the part number of the replacement solenoid valves as the recommended repair.